Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following: visual inspection revealed that the battery compartment was cracked along the side of the threads. The battery cap was found to be damaged/stripped. Unrelated to the complaint, evaluation revealed that the display screen was fading. Also unrelated to the complaint, evaluation revealed that the audio bolus button was difficult to push. The audio bolus button cover was removed and the slug was found to be dislodged. Contamination was found on the bolus button contact. In addition to the unrelated issues, evaluation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The keypad cover was intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.